Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and display anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated damage a main part has a crack and also a screen have a crack.

Manufacturer narrative:
After battery installation, the insulin pump powered up and gave and unexpected flickering display and pump overheated due to short at the printed circuit board; however, no burned components were noted per our visual inspection of the electronics. The insulin pump was received with minor scratched lcd window. No cracks on the lcd window or lcd display noted.